Event description:
A report was received that during a lead revision procedure due to the patient feeling uncomfortable with where the lead was placed, the patient's precision system was explanted. An x-ray confirmed that the lead sat on a nerve and irritated the patient. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.